Event description:
This is the first MDR submitted for the first suspect product. A physician reported a patient who was originally skin tested in november 1998 with negative results. The patient was first treated in 1999 with two formulations of product in the nasolabial folds, forehead lines and glabella. On or around event date the patient first complained of symptoms of inflammation, erythema, edema, and itching at all the treated sites. No symptoms were reported at the skin test site. On event date the physician prescribed oral claritin, a medrol dos-pak and topical elocon cream. Slight improvement in symptoms was observed. On 3 and 5 days after event the patient complained of continuing and intermittent flaring of symptoms. On 13 days after event date, the patient reported the symptoms were worse. Oral allegra was prescribed on the next day. The physician diagnosed the symptoms as hypersensitivity related.